Event description:
It was reported that the pacemaker exhibited loss of capture (loc). Technical services (ts) was contacted, and ts noted that the r-waves were 1.2 millivolts, indicating a sensing issue. The pacemaker was at end of life (eol) and was explanted and replaced as a result. No adverse patient effects were reported.